Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The camera communication cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, outside of a procedure, the amber light on the navigation system camera came on. They removed the camera from the mount and left the cable connected and the light would go off. They would remount the camera and the amber light would go back on. Sometimes it was after a short delay. The cables connected in the back looked damaged/pinched. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.